Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they had been having low blood glucose and don't know why. The customer's blood glucose at the time of the incident was unknown. The customer did provide other blood glucose of 105 mg/dl. The customer reported they had been experiencing lows for about two months. Customer reported auto mode was not automatically delivering insulin at the time of the low blood glucose event. The customer alleged the insulin pump was over delivering insulin because their blood glucose dropped through out the night. Troubleshooting was performed but did not resolve the issue. It was found that the several adjustments had been made to the bolus wizard settings including changing the sensitivity from 50 to 100. It was also reported that the insulin pump had a cracked reservoir retainer ring but the reservoir was still able to lock in place. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.